Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and she could not clear it. She changed the battery and received a battery out limit and could not clear that alarm either. Customer was sleeping at the time of the alarm. Blood glucose value is 119 mg/dl. Nothing further reported.